Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8711, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. Accessory model# 8575, lot# n106912, implanted: 2007 (B)(6), explanted: unk (B)(4).

Event description:
Additional information was received. Due to the results of the previously reported catheter dye study, the health care professional (hcp) has elected to explant the pump and catheter. The patient was awaiting the date of pump and catheter explant at the time of this report. It was reported that the patient was experiencing increased pain.

Event description:
It was reported the catheter was kinked; the report was confirmed. The pump was being turned off as it was "not functioning at all." A dye study was done and they were unable to inject dye into it therefore they suspected the catheter was kinked. They may replace the pump and catheter at a later date. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.